Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
The manufacturer received information alleging an issue related to the CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported incorrect information alleging an issue related to the CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058. Section b5 should have been reported as: a CPAP was returned to the manufacturer for service. There was no patient harm or injury reported. During the evaluation of the device at the manufacturer's service center, contamination was observed in the blower box. The unit was scrapped. Section e. 1 was incorrectly reported in previous report, which is now updated in this follow-up report.

Manufacturer narrative:
In previous report, the manufacturer reported the incorrect information in section b2 marked as death, after review, it was determined that there this options were incorrectly selected in section b2. Nothing such has occured to the patient. The following correction has been updated in this report. Section b1 has been updated to reflect as product problem. Section h1 has also been updated to reflect the malfunction. Section h6 health impact code has also been updated to reflect the no health consequences or impact. Section d4 unique identifier UDI captured incorrectly in initial report. It has been updated and corrected in this report.